Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the patient had expired while being monitored by safetynet system. Additional information received from the customer stated there was no problem or fault in the masimo equipment.